Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5, section d1(changed brand name from unknown sensor to sensor mmt-7040a guardian4 5pk us), section d2a(changed product code from mds to ozp), section d2b(changed common device name to "automated insulin dosing device system, single hormonal control"), section d4(changed model number and catalog number from unk_sensor to mmt-7040a) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: it was reported to medtronic minimed that the customer reported the differences in the sensor glucose and blood glucose event and the customer also stated pump was supposed to alarm when sensor glucose reaches 80 but it was not alarming. The sensor glucose was 50 mg/dl, and the blood glucose value was 150 mg/dl. The sensor glucose and blood glucose difference is 100 mg/dl. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-1884. Troubleshooting was partially performed for the sensor glucose vs blood glucose. No harm requiring medical intervention was reported. No product return is required for mmt-7040a, mmt-1884.

Manufacturer narrative:
Sensor carelink additional investigation was performed for the sensor glucose vs. Blood glucose issue. Unable to establish root cause of complaint from analysis. Upon review, the sensor performed within specifications and the cause could not be determined. It is unlikely that the sensor performance contributed to the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the differences in the sensor glucose and blood glucose event. The sensor glucose was 50 mg/dl, and the blood glucose value was 150 mg/dl. The sensor glucose and blood glucose difference is 100 mg/dl. The customer reported no adverse event. The event involved product(s) unk_sensor. Troubleshooting was partially performed for the sensor glucose vs blood glucose. No harm requiring medical intervention was reported. No product return is required for unk_sensor.